Event description:
A zoll patient service representative (psr) called zoll customer support to report that the patient's monitor was constantly prompting to change the battery. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (prompting to change battery) has been confirmed. Upon investigation the monitor was unable to communicate with a battery pack. The cause for the failure was isolated to a defective c904 capacitor on the monitor pca board. The c904 capacitor had a low internal resistance. The root cause for the defective c904 capacitor could not be positively identified. No adverse event resulted from the defective c904 capacitor. The patient received a replacement monitor.